Manufacturer narrative:
Device passed displacement test and self test. Device was reset with correct time and date and monitored for 7 days. No time and clock anomaly was noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had time was greater than per week. No harm requiring medical intervention was reported. Troubleshooting was performed for time clock anomaly. The insulin pump will be returned for analysis.